Event description:
The reporter indicated that the pt has been externally defibrillated several times, three recently. The reporter stated that the pt had a coronary artery bypass graft done on 12/9. The device was checked and appeared to be functioning appropriately. The nurses noticed "undersensing" on the monitor. The inquire showed that the device was in back-up and successfully reset. The device continued to pace asynchronously. The reporter indicated that the "iegms" and electrogram showed noise annotations.